Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The company representative examined the system and did not replicate the customer reported event. The system was then tested and met all product specifications. No parts were replaced. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that the system would not prime, and then turned itself off. The pt had received local anesthesia in anticipation of the surgery, but the surgery was cancelled and the pt was dismissed. There was no harm to the pt reported.